Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Litigation papers allege: following his surgery, patient began suffering from discomfort and pain in his hip. He also experienced loosening of his hip. In (B)(6) 2010, patient underwent surgery for revision of the prosthetic femoral head only. However, he continues to experience loosening of his hip, continues to suffer severe pain and walks with a limp. He has been prescribed pain medication by his physician and uses a cane for walking. Doi: (B)(6) 2008; dor: (B)(6) 2010 (right side). (B)(6). **update** (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information, date of implant, date of revision and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** - medical records received (B)(4) 2013. Revision operative report indicates the following: massive seroma; discomfort; serous fluid that is somewhat cloudy; partial breakdown of the anterior repair; extensive foreign body reaction and pseudomembranous formation throughout with soft tissue debris; involvement of the seroma cavity around the total hip arthroplasty. Upon implantation at the primary surgery, there was noted to be a split in the calcar. The acetabular cup, femoral stem and femoral stem sleeve added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.